Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. The patient was revised due to the locking mechanism of a constrained liner failed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.